Manufacturer narrative:
The reported events of twisted lead body and helix mechanism issue were confirmed but the reported event of decreased sensing was not confirmed. As received, a complete lead was returned in one piece with the helix retracted and clogged with blood/tissue. X-ray examination showed that the inner coil at the connector region was over torqued consistent with procedural damage. The lead body was found twisted due to the over torqued inner coil consistent with procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts. After cleaning the helix and by applying torque to the inner coil, the helix could be extended and retracted with the helix extension length measured within specification. The cause of the reported event of twisted lead body was due to the over torqued inner coil while the cause of the reported event of helix mechanism issue was isolated to the helix being clogged with blood/tissue and over torqued inner coil.

Event description:
Three days following the initial implant procedure, the patient experienced pain during device stimulation. Upon investigation, low r-wave sensing resulting in episodes of undersensing were observed on the right ventricular (rv) lead. Rv lead repositioning was attempted, however, the helix would not fully extend. In addition, the insulation of the rv lead was found to be twisted. The rv lead was explanted and replaced to resolve the event. The patient was in stable condition.